Manufacturer narrative:
(B)(4). Insulation and outer coil damage was found at 24.5 ¿ 28.0 cm from the pin consistent with clavicular crush damage. The pacing and sensing conductor insulation were fractured. This is consistent with the observation from the field.

Event description:
It was reported that sensing issues were noted during in clinic follow-up. The lead was explanted and replaced. The lead was observed to be broken at the costo clavicular angle location. No adverse consequences for the patient were reported.